Manufacturer narrative:
Investigation summary: 3 photos were returned for investigation. Photos show the shelf label with batch 8082195, the front view of shelf carton with center line marking on the shelf box, and 1 pcs used cannula with safety mechanism activated being place on a top web and 2 pcs cannula hub assembly. One of the cannula hub has a broken catheter contaminated with blood and the other cannula hub has a full length catheter. 1 used cannula hub and 1 broken catheter were subjected to visual inspection. A clean cut was observed on the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The complaint is confirmed and product is out of specification. The actual sample was subjected to visual inspection. A clean cut was observed on the catheter. The probable cause of the broken catheter could be due to cut by sharp object such as scissors. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. There is a 100% vision inspection system that would check the lie distance. If there is a broken catheter, the product would automatically be rejected as there will be no lie distance. The manufacturing process was reviewed and there is no process in the manufacturing facilities that could cause this nonconformance. Based on the investigation and analysis, the root cause of the reported nonconformance is not from the assembly process. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established.

Event description:
It was reported that vps 20ga 1.1mm od 32mm l instaflash fragment broke off inside the patient. Patient in need of surgical intervention to remove the fragment. The following information was provided by the initial reporter: patient had venous access in the flexure of the right upper limb, partial with intravascular fragment and in need of surgical intervention to remove the fragment.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that vps 20ga 1.1mm od 32mm l instaflash fragment broke off inside the patient. Patient in need of surgical intervention to remove the fragment. The following information was provided by the initial reporter: patient had venous access in the flexure of the right upper limb, partial with intravascular fragment and in need of surgical intervention to remove the fragment.